Event description:
Medtronic received information that during implant of this bioprosthetic valve, the physician noticed a tear in one of the valve cusps. The physician did not use the valve and replaced it with another valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Attempts were made to gather additional information from the physician. No additional information has been received to date. If additional information is received a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.